Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Journal article: multiple arterial coronary bypass grafting is associated with better survival compared with second-generation drug- eluting stents in patients with stable multivessel coronary artery disease authors: rodolfo v. Rocha, jiming fang, derrick y. Tam, malak elbatarny, peter c. Austin, mario f. L. Gaudino, douglas s. Lee, and stephen e. Fremes journal: the journal of thoracic and cardiovascular surgery year: 2023 ref: doi.org/10.1016/j.jtcvs.2021.12.026. Date of publish used for date of event in section b3. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the causes of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "multiple arterial coronary bypass grafting is associated with better survival compared with second-generation drug-eluting stents in patients with stable multivessel coronary artery disease". The aim of this study, was to compare the long-term outcomes of coronary artery bypass grafting (CABG) with multiarterial graft (mag) versus percutaneous coronary intervention (pci) with second-generation drug-eluting stents (des) to treat stable multivessel coronary artery disease (cad). This study was a multicenter population-based retrospective analysis of all residents of ontario, canada who underwent elective coronary revascularization to treat stable cad using pci with second-generation des or CABG with mag from january 1, 2011, to december 31, 2019. 3600 cases of elective primary isolated CABG with mag and 2187 cases of pci with second-generation des were identified. Des used included several non-medtronic brands as well as medtronic resolute des which were used in 25.6% of cases. Follow up was performed up to 5 years. The primary outcome of the study was all-cause mortality. Secondary outcomes included major adverse cardiac and cerebrovascular events (composite of death, myocardial infarction [mi], stroke, or repeat revascularization [macce]); composite of death, mi, stroke, and repeat revascularization (macce-1); and the individual components of macce-1. Acute diverticulitis was used as a falsification end point to investigate the presence of residual imbalances between both groups after baseline demographic characteristics adjustment. The following adverse events were reported from the study: death, mi, stroke and repeat revascularization. There was no difference in the cumulative incidence of acute diverticulitis (falsification end point) between mag (5.0%) and des (4.9%) during the follow-up period.